Event description:
It was reported that the leads were capped due to an insulation breach, which was observed visually. No patient complications were reported as a result of this event.it was reported that the leads were capped due to lead insulation breach. No patient complications were reported as a result of this event. Additional information reported failure to capture.

Manufacturer narrative:
This device was explanted or removed from service in excess of eight years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.

Event description:
It was reported that the leads were capped due to an insulation breach, which was observed visually. No patient complications were reported as a result of this event.